Event description:
"Hcp called for pt because meter's battery contacts are corroded. Meter would not turn on. Pt went to hosp to be tested because meter would not work. Hcp don't believe pt was treated with any special medication at hosp. No hospitalization occurred."